Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood (bg) glucose levels (55 mg/dl). Reportedly, low bg's are due to pump settings needing to be adjusted. Customer ate food to stabilize bg levels. Customer stated they will be in contact with their health care professional regarding adjusting their settings.